Event description:
It was reported that the device inappropriately diagnosed a true vt as svt. Programming changes were made. Patient later had an ablation procedure. Further information could not be obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.